Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the universal surgical manipulator 2 (usm2) had a fault indicating the customer to disable the usm. The customer power cycled the system to resolve the fault but the error returned, the customer disabled the usm2 and continued the case. The technical service engineer confirmed an error 319 on the usm2 in the system logs. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system powered on without errors originally, the customer was able to complete the case with the remaining three arms.

Manufacturer narrative:
Upon visual inspection, the rolling loop fiber and ground straps were noticed to be tangled inside the spar which would be related to the reported event. The usm was installed onto a golden system where the 319 error was triggered indicating fault on the rolling loop fiber, replicating the reported event. The usm was then installed onto a patient fixture test platform (pftp) where check all boards present and fiber test were found to be failing on the rolling loop fiber. Once testing was completed, the rolling low fiber was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the rolling loop fiber assembly was found to be the root cause of the reported event.